Manufacturer narrative:
Device evaluation of monitor sn (B)(4)was completed. The reported problem (B)(4) was confirmed. Upon evaluation, the cause of the failure and the displayed service code 204 was a defective y402 component on the monitor c/a board. The root cause of the defective y402 component was unable to be positively identified. No adverse event resulted from the defective monitor. Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 204 - monitor unusable) was confirmed. Upon evaluation, there were broken solder connections in the u413 spi can controller on the monitor c/a board. The cause of the failure was the broken solder connections. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving service code 204 - monitor unusable.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 204 - monitor unusable) was confirmed. Upon evaluation, there were broken solder connections in the u413 spi can controller on the monitor c/a board. The cause of the failure was the broken solder connections. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving service code 204 - monitor unusable.